Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed that all equipment performed to specifications. Testing was witnessed by a facility staff member. The ECG strip printouts provided by customer were reviewed by the spacelabs investigator, and there were no evidence of asystole in the printouts. We have concluded that the device did not malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report from a (B)(6) customer that on (B)(6) 2016 at 9:10 a.m. To 9:20 a.m. A bedside monitor model 91390 with command module model 91496 failed to alarm for asystole. The patient died on (B)(6) 2016.